Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect. Her device was checked by the company representative and they were told their lead may have possible damage or may be "disconnected". The pt was at home in good condition. Additional info was requested to obtain further interventions and/or diagnostics that were performed and for the pt status/outcome.